Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-02488. It war reported the pt complained of discomfort at his scs extensions site. The pt stated the extensions "were about to be exposed due to erosion." The pt's physician explanted the extensions and electively relocated the pt's ipg to eliminate the need for extensions. F/u on (B)(6) 2014 identified the pt is healing well. In addition, the pt is reportedly satisfied with his stimulation therapy.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.